Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown mg/dl. The customer thinks his screen got worn because he keeps pump in his pocket and overtime pump screen wore out. The customer stated screen is difficult to read. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.